Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that they noticed that the 50ml syringe luer lok tip from bd (ref (B)(4) has a residue on the inside of the packaging. Additional information quantity affected: 1 ea. Was their injury? Error occurred but did not reach the individual the event date is (B)(6) 2026.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported that residue was present on the inside of the packaging. To support the investigation, fifteen samples were received and evaluated by our quality team. Fourteen samples were in sealed packaging blisters, while one sample was received in an opened blister package. A visual inspection was conducted initially at 10x magnification and subsequently at 30x magnification. No defects, imperfections, or foreign matter of any kind were observed during the examination. A device history record review was performed for material number 309653, lot 6007508. This review did not identify any quality issues during the production of the lot that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections were completed in accordance with established specification requirements. Additionally, there have been no other similar events reported for this lot to date. Based on the results of the investigation and the analysis of the returned samples, the condition reported by the customer could not be confirmed.